Event description:
This ra lead was implanted on (B)(6) 2012. A call to technical services on (B)(6) 2012 states that they cannot get an impedance reading in the atrium - patient is in a-fib. Is this because the rate is too fast? Yes, patient does have underlying rhythm. Suggested going aoo or doo and retrying. Caller went aoo and got 456 for the measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).